Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have experienced a low battery alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing was performed. During functional testing a low battery alarm was found. The cause of the condition was a depleted battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.